Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on (B)(6) 2011. The patient was treated with ip injections of vancomycine 1gm/5 day and amikacine 125mg/day. The root cause of the peritonitis was unknown. At the time of this report, the peritonitis was resolving. Dianeal was ongoing. The nurse believed the event of peritonitis was not related to dianeal pd2 ultrabag.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.